Event description:
It was reported that the customer was attempting to give herself insulin when the numbers on her insulin pump began to scroll. She removed the battery and received a battery out limit alarm, which she could not clear by pushing buttons. The customer's blood glucose level was not known. The customer stated the insulin pump may have been exposed to sweat, but was not bumped or dropped. She was advised to discontinue use of the pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
Failure analysis revealed that the act button did not respond due to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to verify the battery out limit alarm due to the unresponsive button. The device had minor scratched display window, cracked display window corner, cracked battery tube threads, and cracked reservoir tube.